Event description:
A trilogy 100 ventilator was reported to have failed device testing for internal lithium-ion battery charge. There was no harm or injury reported. During device re-testing, failure of the internal lithium-ion battery charge was confirmed as well as failure of the detachable battery charge. The power management board printed circuit board assembly was replaced to address the test failure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. If additional information becomes available that changes the current reportability decision, a follow-up report will be submitted.